Event description:
Information received with return of the explanted device notes high capture thresholds at implant. Later the same day, exit block was noted despite increased output. The patient's intrinsic rate was approximately 30 bpm and he/she developed ventricular arrhythmias with hemodynamic impact.